Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. The device (or applicable imagery) was not available to be returned to edwards lifesciences for evaluation. Therefore, the reported delivery system balloon burst, withdrawal difficulty through sheath and axillary artery injury were unable to be confirmed. While the exact root cause cannot be determined, available information indicates that the patient anatomy (severe bulky annular calcification) and procedural factors (prepping the delivery system with 3cc extra) may have contributed to the balloon burst, which may have caused the withdrawal difficulty through the sheath and axillary artery injury. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During a trans-axillary tavr procedure, the commander delivery system balloon burst during deployment of a 26mm sapien 3 valve. Upon removal, the balloon was unable to be inserted into the esheath causing a right axillary artery injury that was repaired with stents. The 26mm s3 valve prepped with +3cc extra volume added to the balloon (26 cc total), as per the heart team request. The s3 valve landed in an 80:20 aortic/ventricular with no pvl and no central leak. During deployment, the delivery system balloon burst upon full inflation. However, the valve was fully expanded and in stable position, so post-dilatation was not required. While pulling the delivery system out, the burst balloon would not come into the sheath and tore up the right axillary artery. Two non-edwards peripheral stents were implanted on the way out to repair the vessel. The patient was in stable condition. The aortic valve area measured approximately 538-540mm² with severe bulky calcification.